Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
It was reported that the up and down arrow button presses were not activating the desired pump functions and sometimes the buttons stick causing scrolling of the cursor. The pump reportedly has not been exposed to moisture and there is no structural damage to the keypad. There was no adverse event associated with this complaint.